Event description:
The pt has two leads (from the same lot). It was reported the pt does not like the way the stimulation feels. It was also reported the pt's multiple sclerosis has flared up. In turn, the pt's neurologist is interested in performing an MRI. As a result, the pt's scs system will be explanted.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.